Manufacturer narrative:
Manufacturer's investigation conclusion: low power hazard/no external power alarms while on the mpu (mobile power unit) was confirmed based on the log file data provided by the account. The controller event log file contained 256 events spanning from 15may2024 to 22may2024. Low power hazard/no external power alarms were captured on 17may2024, beginning at 23:07:58, due to a loss of ac (alternating current) power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. Pump operation was not affected, and the device appeared to function as intended while the driveline was connected to the system controller. Additional information regarding the event was requested from the account; however, none has been provided at this time. A root cause for the event cannot be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were submitted for review and captured a low voltage hazard and no external power events on 17may2024 at 11:07 p.m. To 11:08 p.m. While using the mobile power unit(mpu). It appeared the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. There was no interruption to pump support during this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: PMA number corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.